Event description:
It was reported that foreign matter occurred before use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter. "We received a complaint from the pharmacy regarding the 50ml syringe formulated as follows "the syringe is dirty inside; there is 'sticky stuff' on the plunger. Syringe had not been used before. ¿I have since received this syringe (batch: nr 1905270) and indeed it seems that the amount of silicone lubricant is rather generous. We would like to bring this to the attention as a complaint because this may not be according to bd quality standards. The syringe is possibly available for further investigation."

Manufacturer narrative:
One sample was returned to our quality engineer for investigation. Upon visually inspecting the product, excess silicone was identified inside the syringe. A device history record review was performed on reported lot: 1905270 and no quality issues were found during the production process that could have contributed to the reported incident. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Lot testing was reviewed for the reported lot and all product was found to be within specification. Although we could not identify a direct issue, it was determined this incident occurred due to a failure in the silicone dosage during the assembly process. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. It has been received 1 unused sample with open blister of 50ll lot: 1905270 for investigation. Upon visual inspection of the sample received it can be observed excess of silicone inside the syringe. DHR of lot: 1905270 has been reviewed not finding any annotation or deviation regarding the alleged defect. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max. Value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in lot: 1905270 according to pc-017 procedure, they are within specification limits procedure (jg-500 value limits for 50ml syringes reference value: 6mg, max: 25mg). According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm the syringe has silicone excess due to failure in silicone dosage during assembly process in silicone station. Based on all the preventive measures and our stringent in process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends h3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "we received a complaint from the pharmacy regarding the 50ml syringe formulated as follows "the syringe is dirty inside; there is 'sticky stuff' on the plunger. Syringe had not been used before. ¿I have since received this syringe (batch nr 1905270) and indeed it seems that the amount of silicone lubricant is rather generous. We would like to bring this to the attention as a complaint because this may not be according to bd quality standards. The syringe is possibly available for further investigation."